Event description:
It was reported by the patient that the pod's cannula came out the wrong hole indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The download data showed that the device delivered 0 pulses, but was in pod state 15 indicating that even though the device was never activated, it somehow was disconnected from the controller. No damages or deficiencies were observed that would have caused this issue. The exact cause of this issue could not be determined.